Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath and carrier tube assembly were returned for analysis. The hemostasis sheath and carrier tube assembly were returned separately, and the deployment sleeve was in full rear lock position with the color bands fully exposed. The bypass tube was present on the carrier tube at the manufacturing slit; it was dislodged. The exposed anchor and collagen were observed under the microscope and contact with bloodlike substance was confirmed. The carrier tube was also noticed to be slightly bent from the hub. No functional testing was possible due to the state of the returned device. A video of the sequence of events leading to the failure was provided by the facility. Upon review of the given video, it was noted, that after the removal of the arteriotomy locator and guidewire from the sheath, there was a movement of the sheath inside the artery. The sheath was moved slightly in or out of the artery and the position of the sheath tip could have changed. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device cap was detached from the sheath to ensure that the anchor was still attached to the carrier tube assembly. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the professor started pulling the angio-seal device for deployment, the whole system went out. All steps were done according to the IFU. Manual compression was applied. The device sheath removed from device, bypass tube pulled back, anchor and collagen were found non-deployed. There was no harm to the patient. Additional information was received on 14nov2019. The procedure prior to use of the device was a percutaneous coronary intervention (pci). A 6fr sheath was used. A pre-deployment angiogram was performed. The patient was reported to be in stable condition.